Event description:
The perfusionist reported that upon initiation of bypass, the venous return appeared to be restricted. Blood was given to maintain volume.

Manufacturer narrative:
The primo2x is a component of the custom perfusion pack (B) (4). The pack is a preamendment device. The primo2x 510(k) number is k050447. The clinician reported that upon initiation of bypass, the venous return appeared to be restricted. Blood was given to maintain volume. It was reported that the patient later expired due to an unrelated issue. The perfusionist discarded the device in question. However, one un-used primo2x oxygenator from the same lot was returned for evaluation. Laboratory testing could not duplicate the venous resistance as described by the perfusionist. The device performed according to specification. The device in question is not available for testing. No further evaluation can be performed.